Event description:
The device was used during a colon rectum resection procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.